Event description:
On 4/22/96 an ipp device was implanted. On 10/10/96, the left cylinder was revised. On 11/25/96 the ipp device was removed from the pt due to erosion and infection. A malleable device was implanted. Add'l lot/ser no: ch718 004.